Event description:
I became extremely sick with several new never had before sudden problems right after the CT on (B)(6) 2021 including vomiting/gagging, chest pain, painful chest/neck palpitations, and difficulty breathing, severe fatigue, and total loss of appetite starting that night after the CT. The original pain that was the reason for the CT went away within a few weeks that I was having in my middle right abdomen only and the CT came back negative. Unfortunately my body did not handle the amount of radiation exposure chest to thigh very well at all and made me extremely sick with damage to my nerves, blood vessels, gi tract, and testicles that became most obvious in the first few months after the scan that devastated my health and quality of life in so many ways. All new never had before problems traced back to the night after the scan or beginning in the following days and weeks after the scan and lasting for several months. I did not even suspect it was the CT scan and all the follow up imaging until the middle of (B)(6) when the list of new symptoms and problems kept developing continued to get worse with no answers of why being known medically. My urine became very dark orange and so cloudy you could not even see through it late (B)(6) through (B)(6) and everything coming out of me in the bathroom undigested and unfamiliar to what's normal to me. My bodily functions were constantly changing such as I'd pee clear urine then the foul dark orange urine you couldn't even see through when filling a clear container, all in the same day same day. Brutal pain in my pelvic area. I have not had a normal dark brown bowel movement sense (B)(6) but at best light tan, to yellow, to light gray and mostly undigested and hard not dark brown and soft and supple or borderline runny like what was my normal. My hips, pelvic bones, and manhood including my testicles and penis were in so much pain for months followed by numbness and significant reduced sense of feeling and sensations noticeable most in my pelvic region, testicles, etc. Aches and pains all over chest to thigh. My hands and legs and feet would go numb at night and my shoulders in pain as well as apparently the CT radiation angle clip those joints as well. Absolutely brutal and horrific torture, like someone took a torch and singed my insides, everything working, but reduced function of everything across my body. Yes my organs worked or I'd be dead but significantly reduced from what I had pre scan. All never had before problems and overwhelming so many. Once the severe painful burning sensations of my skin and insides chest to thigh began after several weeks of severe night sweats, vomiting, fatigue, genital pain, hip pain, complete loss of appetite, severe dryness in blood shot eyes, nose, throat, random numbness in my hands, pelvic area, legs, and feet, incredible chest pain and heavy throbbing and pulsations across my guts, chest and neck area especially when eating, drinking fluids, or laying down and trying to sleep, I knew I was dealing with radiation poisoning. I went in and got a copy of my CT scan and additional re xrayed areas that went down shortly after the CT of the same areas already scanned. If I would of known they were going to scan my hips and manhood I would of never had the CT scan done as the original and only problem area was in my middle right abdomen. I knew then I was dealing with radiation sickness or overexposure, or overabsorbsion as I never had any of these horrific issues prior. By the end of march I could barely walk and function at work, a light duty sales job. I also dealt with dizziness, confusion, blacking out, extreme fatigue, followed by a short recovery period then back to severe fatigue, and constantly was burping, gagging, and vomiting, no matter what I ate or drank of which I could barely eat or drink for several months after. I could only sleep about and hour or two every night before waking up in agony, soaked, and "muc." I suffered horrifically from radiation poisoning from being overexposed to 1000 plus xrays on a CT machine. I have reduced organ function across my body and 50 plus problems I never had before. Why is the public not educated on better alternatives like mris. I lost 70% of my testosterone and was almost medically castrated from the radiation damage to my testicles alone. I was never consulted about my pelvic being scanned as my only pain area was my middle abdomen. Reckless overuse of diagnostic imaging using ionizing radiation by (B)(6). There staff does not warn you about the risks of radiation exposure, consult you on areas they are having scanned, and promote better less risky scans like mris. The amount of radiation my body absorbed and the brutal poisoning event wrecked my insides, endocrine system, and quality of life in so many ways. I lost 40 lbs, threw up for 6 months straight and felt like my insides were being singed and burned. All my bodily functions negatively changed. Radiation poisoning is the most horrific torture you can imagine. Lower doses for larger people like me need to be promoted. I was exposed to as much radiation in one CT scan as most (B)(6) survivors. I was not protected but insurance cashed in on and my health and quality of life destroyed. I still have a hard time eating and even walking. I was a healthy (B)(6) man before the radiation poisoning event and (B)(6). FDA safety report ID# (B)(4).